Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having difficulty charging as it was taking too long. The patient stated that it was taking too long to charge due to poor, intermittent coupling. It was noted that there hadn't been any changes to the implant site and no suspicion of overdischarge. No falls or traumas were reported that could be related to the issue. The repair department was contacted and a new antenna, as well as adhesive discs, was ordered for the patient since they didn't use the recharging waist belt. There were no issues with the belt. The patient stated that they just never used it because they'd wear elastic waistband pants and use that as a belt. It was noted that the issue started a few days prior to the date of this report. No patient symptoms were reported. Indication for use is non-malignant pain.